Event description:
It was reported a patient was unhappy with the new implantable neurostimulator (ins). The patient was not told it would be a new model and he wanted it taken out and replaced with the same one he had before. If the patient stood up and walked, it would stay on. When he sat down or laid down, it would quit. It wouldn¿t even take a charge and it wouldn¿t come on at all. It was stated, ¿the other one, it came on. I could set it for 7 in the morning and it would come on and could set for 10, it would come on for an hour, set for 2 it come on for an hour and at night it would stay off completely while I was sleeping.¿ the patient also had to recharge this one more often and it wouldn¿t take a charge. It was said there were no other programs available. The patient wanted his ins to work just like the old ins and wanted his new ins taken out and replaced with the same kind he had before. It was noted that the patient¿s therapy was not working as expected. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# v002824, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).